Manufacturer narrative:
Device available for evaluation: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion pump. The drug being delivered was not reported. It was reported that the patient was in for a major back surgery on (B)(6) 2020 and the spine surgeon had cut the catheter. The caller wants to prepare for the revision by reviewing the connector and collet. Caller confirmed the patient has an ascenda catheter. The plan is to splice the catheters together with just the connector. It was reviewed how to use a connector and collet. Troubleshooting was not required.